Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead exhibited increasing thresholds since implant. The measurement gradually increased to 7.5 v. The patient fainted several times over the course of months, and it was decided to explant and replace the lead. No complications were reported. Additional information received indicated that the patient has intermittent third-degree atrioventricular block with a high threshold. Even at the maximum pacing output of 7.5 v the device failed to capture the patient's heart, leading to syncopal episodes. During multiple follow-ups and tests, significant variations in sensing impedance were observed. Chest x-ray had showed no change in the lead position. The lead was received for analysis.

Event description:
It was reported that this lead exhibited increasing thresholds since implant. The measurement gradually increased to 7.5 v. The patient fainted several times over the course of months, and it was decided to explant and replace the lead. No complications were reported. Additional information received indicated that the patient has intermittent third-degree atrioventricular block with a high threshold. Even at the maximum pacing output of 7.5 v the device failed to capture the patient's heart, leading to syncopal episodes. During multiple follow-ups and tests, significant variations in sensing impedance were observed. Chest x-ray had showed no change in the lead position. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated some blockage in the lead lumen at approximately 550 mm from the terminal end, likely due to blood/body fluid. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.